Event description:
It was reported that the 9600 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and circuit board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.